Manufacturer narrative:
The patient's original ipg depleted due to the patient's therapy needs increasing over time. The ipg was replaced to maintain effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy. To address the issue patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.